Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/+1.0/94 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on(B)(6)2022. The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as "user error" and noted "there is a subjective overcorrection in lens power".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: b5: on (B)(6) 2023 the lens was replaced with a similar lens. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).